Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, at the time of passing the third fast-fix 360 curved, the t2 implant failed and it was outside the meniscus. The specialist indicated that it could not be found to extract it. The surgery was resumed, after a non-significant delay with the same device. The patient's health was affected.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed that the device was returned in the original packaging. The batch number on the packaging is 2093851. The t1/t2/suture were not returned. The actuator is in the pre-t2 position. There is bio debris in the retaining sleeve. A functional evaluation showed that the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The patient impact beyond the reported cannot be determined and the patient¿s current health status is unknown. Therefore, no further clinical medical assessment can be rendered. The complaint was not confirmed, and the root cause could not be determined. Factor that may have contributed to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Correction in d4 (lot no. & exp date) and h4 (mfg. Date).

Manufacturer narrative:
H6: health effect - clinical code.